Manufacturer narrative:
D6b: the explant date is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: additional information was received from an abiomed representative that the hematuria resolved with fluid resuscitation and pump repositioning. Prior clinical narrative: an impella cp device was inserted into the right femoral artery in a 49-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was red urine. The flows dropped to p-6. A transthoracic echocardiogram (tte) was ordered to verify position. It is unknown if the hematuria resolved. The post-procedure outcome is unknown. While on support, the device functioned at p-6 at 2.7l/min as intended with d5w sodium bicarbonate in the purge solution. Mechanical circulatory support and potential malposition of the device can contribute to hematuria.

Manufacturer narrative:
Patient-device interaction/hematuria: the cause of the injury was not determined due to insufficient clinical details.